Manufacturer narrative:
Received one used 14687-15 primary plum set for inspection. The tubing was separated from the y-clave. The bond area was examined under uv light and the uv marker showed gaps in solvent coverage. The tubing and bond pocket were measured and found to meet design specifications. The reported complaint of a separation can be confirmed. The probable cause of the separated tubing from the piercing pin is due to insufficient solvent applied during manual assembly of the manufacturing process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 23aug2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 - initial reporter full phone number: (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that the device's connector separated from the clave y site during a patient's infusion. No harm was reported as associated with this complaint/event.